Manufacturer narrative:
(B)(4). The complaint sample was evaluated and the reported even was confirmed through review of medical records. The returned devices exhibited nicks and gouges. The tibial component and articular surface remained assembled. The articular surface and patellar component exhibited wear and the pegs appeared to have been cut off the patellar component. The device history records were reviewed and no discrepancies relevant to the reported event were identified. Medical records indicate that the patient had a severe varus deformity, which may have contributed to the patient's instability. The package insert for the femoral component states that, "the risk of implant failure is higher with inaccurate component alignment or positioning." However, a definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this patient; please see all reports associated with this event. 1822565-2012-02093.

Event description:
It was reported that the patient underwent a left knee arthroplasty revision to address pain, instability and aseptic tibial component loosening. Intraoperatively, the patient was noted to have osteolysis under all component surfaces and osteopenia of the femur with bone loss, particularly in the posterior condyles and box. Initial operative notes did not identify any complications. Revision operative notes noted an extreme amount of synovial fluid and the synovium was exceedingly hypertrophic with fronds similar to a severe rheumatoid-type pannus. Osteolysis was identified under all component surfaces and the patient had significant osteopenia of the femur with bone loss. The femoral component was removed with no bone loss and the cement was not well-adhered to the bone. The tibial component was obviously loose and the patellar component was noted to be overhanging medially. All components were removed and replaced with competitor devices.